Event description:
In 2006-- pt underwent a repair of two incisional hernias, one hernia was repaired with a med oval kugal mesh. The second hernia was repaired without a mesh. In 2008 - pt was admitted to another hospital for a bowel obstruction which was treated non-surgically. Pt discharged after 4-5 days. Some abdominal distention was noted. Approx 4-6 weeks later, the pt presented to complaint facility with abdominal distention, described by surgeon to look as though pt were six mos pregnant. Surgeon performed a laparoscopic adhesion release (md felt this not related to mesh). Pt did well in initial post-op period. When pt went for follow-up appointment with surgeon, pt complained of increased abdominal pain, decreased appetite and sharp rlq pain. Pt requested mesh explant. Sometimes in 2008, surgeon attempted to perform a laparoscopic explant of mesh but converted to open procedure as he encountered adhesions of the small bowel to the bladder. The adhesions were reported to be dense and non-obstructing. Surgeon reported he had to cut into the mesh in order to remove it and there was an area between the mesh and the ingrowth of tissue that was folded over onto itself by about 1 cm. Surgeon reported the mesh looked "absolutely normal" upon visualization of the area during the explant procedure. The wound was closed at the end of the procedure. Per surgeon, the pt was doing well in the immediate post-operative period.

Manufacturer narrative:
The returned device has been received and is being decontaminated by soaking in a bleach/water solution. A preliminary evaluation of the returned device found the mesh to be slightly distorted with an approx one and half inch cut in one section of the mesh. The mesh cut extends through recoil ring. The evaluation of the returned device is pending. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.